Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched emergency medical service for low blood glucose on (B)(6) 2021 at 21:00. Blood glucose reading was below 20 mg/dl. The customer was treated with food and glucose tablets. Customer alleged insulin pump was over delivering because customer stated they suspended the insulin pump but they didn't actually suspend the insulin pump just disconnected it. Customer stated that the active insulin was counting down after the insulin pump was suspended. Customer also stated that they suspended and disconnected the insulin pump and insulin pump was still counting the active insulin and insulin was dripping from the end of the needle. Customer stated that they had taken a bolus and started going low. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature information was unknown. The insulin pump was exposed to strong magnetic field. Displacement test was passed. The customer¿s last blood glucose reading was 87 mg/dl. The insulin pump will be returned for analysis.